Manufacturer narrative:
(B)(4) 2011 - (B)(6) - a retrospective review of the adverse event file has determined that an MDR is needed. Note: the gb motors must be calibrated after being installation onto the wheelchair and before use. Uncalibrated motors after installation can cause the chair to spin in circles.

Manufacturer narrative:
(B)(4) - a retrospective review of the adverse event file has determined that an MDR is needed. Note: the gb motors must be calibrated after being installation onto the wheelchair and before use. Uncalibrated motors after installation can cause the chair to spin in circles. The nature of this complaint suggests service error.

Event description:
The dealer states after the motors were replaced on the chair, the dealer turned the unit on and the chair allegedly spun in a circle out of control on its own for several minutes until it crashed into the workbench and shut down. No injury is alleged.

Event description:
The dealer states after the motors were replaced on the chair, the dealer turned the unit on and the chair allegedly spun in a circle out of control on its own for several minutes until it crashed into the workbench and shut down. No injury is alleged.